Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional(hcp) reported that a patient was injected with 1 ml of juvederm vista voluma xc in the nasolabial folds(approximately 0.5ml on each side). Immediately after the injection, the right nasolabial fold turned whitish, but the hcp determined that no intervention was needed, and the patient was sent home for observation. Upon arriving home, the patient gradually developed pain in the right nasolabial fold, reticular purpura, and comedo formation on the right lateral side of the nostril. The patient was diagnosed with a blood flow disorder (arterial embolism).the next day, the patient returned to the injecting facility and was treated with hyaluronidase. The patient received additional hyaluronidase the next day along with a prostandin infusion. The next day, the patient received heparin via injection and intravenous drip. Pus from the acne was squeezed out. The patient was then prescribed opalmon 2 tablets x 3 times a day, gentamicin ointment, and prostandin ointment. The following day, hcp treated the right nasolabial fold with 4ml (600 units) of the hyaluronidase. By the next day, the patient presented with reticular purpura, numbness, tightness, and pain, but the conditioned around the eye has improved. The patient still experienced slight pain when pressing on the nasolabial fold and discomfort from the dissolution injections, which hcp compared to bruising pain. The patient was advised to discontinue the use of opalmon, gentamicin ointment, and prostandin ointment prescribed by the previous physician. Symptoms are ongoing.